Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 289 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer delivered a correction bolus and manually entered the insulin amount without entering an actual bg value or carbohydrate amount which resulted in the low bg. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.